Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting as the longevity estimates had dropped two years within a time period of six month. Device data is currently being sent to boston scientific technical services for review. The pacemaker remains in service and there have been no adverse patient effects reported. Review of device data by engineering confirmed there were no suspicious faults or resets. The power of the device started increasing when right atrial intrinsic measurements started and decreased after minute ventilation measurements stopped. The power usage is normal now and the device is depleting normally. Again, no intervention has been performed and no adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting as the longevity estimates had dropped two years within a time period of six month. Device data is currently being sent to boston scientific technical services for review. The pacemaker remains in service and there have been no adverse patient effects reported.